Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the station was intermittently shutting down and rebooting during normal operation. The field service engineer stated that there was delay in dispensing the medication to patient. To address the issue, the engineer powered off the station and replaced both the ac power cord and the medes power supply module. Additionally, the pyxibus ribbon cable, which connects the back of the six-drawer unit to all the drawers, was also replaced due to observed indentations and marks on the cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer 5 opened, leading to a total shutdown of the station. This incident resulted in a delay in dispensing the medication and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.